Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that his onetouch verio meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began during breakfast time on (B)(6) 2012. The patient manages his diabetes with insulin (no adjustments); however, the patient denied taking any action in response to the alleged meter issue. According to the csr's documentation, as a result of the alleged meter issue the patient reportedly became lethargic at an unknown date/time later. According to the csr's documentation, in response to his symptom, the patient reportedly went to his doctor's office (on (B)(6) 2013). During the patient's doctor's office visit, the patient reportedly obtained an elevated blood glucose reading of "11.6mmol/l" with the unknown meter and his physician adjusted his insulin (novorapid and lantus) regimen. At the time of troubleshooting, the csr verified the patient was no using the subject meter for the first time, the patient was using the proper testing technique (per owner's booklet recommendation), and the test strips completely drew in the blood sample; however, the csr noted the patient was not storing the test strips in its original test strip vial. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.